Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred causing the pump to shut off unexpectedly. There was no reported adverse impact to the customer. No additional information was provided, and the customer declined troubleshooting with tandem technical support.